Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored two untreated episodes and delivered an inappropriate shock due to double and triple counting of the qrs or p/t-waves. It was noted the patient receives dialysis treatment and had a history of inappropriate shocks with their previous device while having dialysis. Review of device data noted a stored atrial fibrillation (af) episode from a day prior to the shock therapy episode where the qrs appeared the same. Technical services (ts) discussed evaluating other sensing vectors for potential programming changes, however, discussed the likelihood of no available programming changes based on the patient history. No adverse patient effects were reported. This device remains in service.